Manufacturer narrative:
Submit date: 5/16/2016 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/11/2016 that a customer had an issue with a salem sump tube. The customer states that while unpacking the product, they noticed that there are no holes in the device. It was not possible to use the device. No injury reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. An evaluation was performed and the reported issue was confirmed. The perforations were missing on the product. A possible root cause can be due to the tube being incorrectly segregated through the manufacturing process. The tube may have arrived in final inspection before being segregated out. This is considered an isolated event. A quality alert was created and submitted to the manufacturing floor to notify the manufacturing personnel and to re-iterate the importance of correct segregation. This complaint will be used for tracking and trending purposes.